Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19-oct-2018. It was reported that advancing difficulties were encountered. Vascular access was obtained via the right radial artery. The 70% - 80% stenosed, 24x3.25mm, concentric and the de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). The lesion contained between a 45 and 90 degree bend. After a 6f non-bsc guide catheter was engaged in the lad and a non-bsc guide wire was placed at the distal end, a 2.50x15mm non-bsc balloon catheter was advanced for predilation. A 3.50 x 24mm synergy ii drug-eluting stent was advanced for treatment; however, after two attempts, it was noted that the stent was unable to track properly. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage. Device evaluated by MFR: synergy ous mr 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the crimped stent found distal stent damage. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.